Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained via a 5f sheath (model unknown). Following the procedure, the technician selected the mynxgrip vascular closure device 5f to close the access site. It was reported that as the technician was shuttling the sealant down to the arteriotomy, the catheter split. The deployer removed the device and converted the patient to manual compression for less than 8 minutes, at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted. The aci sales professional reported that on (B)(6) 2013 he received additional information from the user facility which noted that there was a misunderstanding and the device deployed fine. This event is being classified as a complaint due to alleged deficiency in the device. This event is noted a no problem found.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information received, there is no evidence to suggest that the mynxgrip device did not meet specification or perform as intended per instructions for use (IFU). The mynxgrip device is manufacturing with a slit at the end of the shuttle cartridge. If the sealant sleeve is displaced, the slit and sealant will become visible.